Manufacturer narrative:
Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: (B)(6) 2017, UDI#: (B)(4) ; product ID: 977a275, serial/lot #: (B)(4), ubd: (B)(6) 2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient stated their device hadn¿t worked at all since it was implanted. The patient stated that the orthosurgeon did a cat scan which determined there was a loose wire for the stimulator and the device should be removed. The patient was redirected to follow-up with an hcp. The patient stated that they wanted a list of physicians that could do the removal. A list of physicians were sent and it was reviewed it was not a comprehensive list of physicians that they could work with regarding the removal of the device. The issue of the device not working at all occurred since (B)(6) 2014 (implant) and the issue of the loose wire occurred since (B)(6) of 2018. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that he wanted the ins removed because it wasn't working. The patient reported that he was told by a manufacturer¿s representative (rep) the day it was implanted, that it might or might not work. The patient reported that it hadn't worked since day 1. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient repeated information; patient reported the implant never worked for him and he still have the pain, and he is not able to get an MRI with the ins and wants to the ins remove so he can have MRI. Patient services (ps) reviewed ins in possible overdischarge state. Ps reviewed device function. Ps recommend patient consult with hcp for next steps. The patient was redirected to their healthcare provider to further address the issue.